Event description:
A report was received that the patient was experiencing low back muscle spasms around the scs site. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no known cause could be attributed for the muscle spasms. There was no medical intervention noted. No next course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing low back muscle spasms around the scs site. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing low back muscle spasms around the scs site. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.